Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a loose piece of plastic in the packaging that had broken off the base of the blade. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the breakage could not be established.

Event description:
The customer alleges that when preparing the cart in the clinical setting (or), plastic fragments of the disposable blade fell out of the bag.

Event description:
The customer alleges that when preparing the cart in the clinical setting (operating room), plastic fragments of the disposable blade fell out of the bag.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.